Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer felt unwell after taking too much insulin, and had to drink a glass of water with sugar. There was no report of death or permanent impairment associated with this event. The customer received sensor scan results of 165 mg/dl compared to readings of 39 mg/dl respectively obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.